Event description:
Patient presented back to the physician with continued infection at the chest incision site. Physician placed the patient on IV antibiotics.

Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site exposing the ipg and with recurring infection. Physician brought the patient into the operating room and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician with an infection with drainage at the chest incision site. Physician brought the patient into the or, removed the ipg and sensing lead, treated the ipg pocket with antibiotic solution, and closed. Physician then created a new chest pocket in an alternate location, placed a new ipg and new sensing lead, and closed.